Event description:
One month after I had essure implanted, I had my first symptom of ra. These symptoms continued and a year later I was diagnosed with ra. I also have a nickel allergy that I never had before.